Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed troubleshoot. Found o2 sensor cable bent at connector and loose connection. Straightened o2 sensor cable and reseated connection. Performed est test and passed leak and o2 sensor test. Shut the vent off and on several times and repeated est test and all test passed without any error. O2 concentration met factory specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator unit was set at an o2 of 98% and it was delivering around 28%. The reporter confirmed that there is a patient involvement associated on this event. As an intervention, patient was placed on new ventilator. Patient is stable but still remains on ventilator.